Event description:
It was reported by service report that brakes were not engaging due to headend cam was a little loose where it hooks to the base of the frame. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Brake cam.